Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure using vasoview hemopro. After the vein harvesting procedure the first assist, retracted the jaws into the cannula and removed it from the patient. Then, set the device under a drape. Shortly after, the staff smelled something burning and they realized the energy from the jaws was melting the plastic tip of the harvesting cannula.

Event description:
The hospital reported post use an endoscopic vein harvesting procedure using vasoview hemopro. After the vein harvesting procedure the first assist, retracted the jaws into the cannula and removed it from the patient. Then, set the device under a drape. Shortly after, the staff smelled something burning and they realized the energy from the jaws was melting the plastic tip of the harvesting cannula.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). A lot history record review was completed for lot # 25137648, which is the only lot number shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.